Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's levels had been in the 500mg/dl range. It was reported that the customer was walked through troubleshoot and advised to conduct set change. It was reported that the customer's levels had dropped to the 90mg/dl. The customer declined to be transferred for further assistance.